Manufacturer narrative:
During inspection and testing, despite a deeper investigation, the cause of the fault that led to the loss of the image function was not able to be identified. The investigation is ongoing; therefore, the root cause of the reported issues cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the adhesive on the bending section cover (a-rubber) was chipped. The issue was observed during reprocessing. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed the adhesive on the bending section cover had significant cracks with sharp edges, where some parts were missing. There was also a noticeable detachment. Additionally, the image inspection revealed a black, snowy, un-restorable image, along with a b30 error code (scope communication error) being displayed. This report is being submitted for the issues identified by service during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to deterioration of the board inside the video connector due to the following: 1) power operation when the video connector is wet. 2) connecting and disconnecting the video connector while the power is on. 3) scratches or dirt on the electrical contacts of the video system center or video connector. 4) static electricity applied to the electrical contacts of the video connector. 5) incompatibility of reprocessing conditions such as autoclave. The event can be prevented by following the instructions for use which state the following: 1) "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." 3) "methods listed as ¿compatible¿ in are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Olympus will continue to monitor field performance for this device.